Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail 15/1.5 mm balloon ruptured at 8 atms on the first inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified, 100% stenotic lesion in the 1st diagonal branch of the left anterior descending coronary artery. The physician used a medikit introducer sheath for vascular access, and a mach1 guide catheter to cross the lesion. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.